Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2019 due to phrenic nerve stimulation. A chest x-ray showed that the left ventricular lead had dislodged. The lead was programmed off. The lead was explanted and replaced on (B)(6) 2019. The patient was stable.